Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon review of the subcutaneous implantable cardioverter defibrillator (s-ICD) memory engineering noted that the shock impedance for the electrode had exhibited a few low measurements during the first month of implant, but the impedance had since recovered and remain within normal range. No adverse patient effects were reported and the system remains in service.